Event description:
Related manufacturing reference number: 2017865-2021-31088, related manufacturing reference number: 2017865-2021-31097. It was reported that the implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted and replaced for unknown reasons. The patient was in stable condition.